Event description:
It was reported that suture placement was successful in a mildly calcified common femoral artery using the proglide device after a coronary interventional procedure. Reportedly, difficulty was experienced during reinsertion of the guide wire through the proglide guide wire exit port. The proglide device was removed from the patient's groin and hemostasis was achieved using the deployed proglide sutures. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be not obese. Estimated date of the event, exact date was not provided. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device was returned for evaluation. The reported difficulty reinserting the guide wire event was not confirmed. Analysis of the returned device revealed the device was returned fully deployed and no visible damage was noted with the sheath. During testing coagulated blood was found in the sheath at the guide wire port. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.